Event description:
It was reported that during in house inspection the lid was broken off at the hinge. There was no patient involvement, no adverse consequences, no medical intervention and no delays.